Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the third complaint reported for this lot number and the lot met all release criteria. A device history record review is required. Investigation summary: the sample was not returned for evaluation. One electronic photo was provided for review. The photo shows one broviac catheter implanted in the patient body. Blood residue were noted on the bandage. The investigation is inconclusive for the reported fluid leak, difficult to flush and malposition issue, as the provided photo is not evident to confirm the reported event. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a catheter placement, the device allegedly had difficulty in injecting the saline, leaked and malpositioned. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 08/2022). Device not returned.

Event description:
It was reported that during a catheter placement, the device allegedly had difficulty in injecting the saline, leaked and malpositioned. There was no reported patient injury.